Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient went through withdrawals. The patient was so sick and was hurting. The patient presented to the emergency room. The pump was refilled approximately 7 weeks ago. The next refill will be in about a month. The patient had not recovered completely from the pain and withdrawal. The patient stated they will probably have pain ¿the rest of their life¿. The patient¿s weight at the time of the event was (B)(6) pounds. The patient had had nine back surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient moved to different state. The hcp could not verify if pump had been filled. Last pump refill at the hcp's clinic was on (B)(6) 17. No further complications were reported.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain . It was reported that patient stated he let it (the pump) run out about a week and a half ago from (B)(6) 2017. Patient stated he needed to have it refilled. Patient stated he went to the clinics but they could not "get to it for a couple weeks". No patient symptom was reported. No further complications were reported.